Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with low blood glucose levels and sensor readings. The customer's blood glucose level was 84 mg/dl. The customer states their levels had dropped as low as 43 mg/dl. The customer states they treated their levels based of sensor readings due to not having meter at the time. The customer's levels rose due to over treating and then dropped. Troubleshoot was conducted. The customer was advised not to treat their levels based off of sensor readings. The customer declined to troubleshoot for the low levels.